Event description:
(B)(4). My issues started 4 days after the procedure when I was out to dinner with my husband for our 10 year wedding anniversary. It began with deep chills followed by sweating. My hearing became muffled and my vision started going black. I felt as though I was going to pass out. The next 7 days were the worst. I went through various spells (I don't know what else to call them). I would be freezing, then sweaty hot, then shaking, disoriented, I would see splotches of color in my vision (like a psychedelic light show).

Event description:
(B)(4). Due to my daily dizziness, migraines, deep chills and night sweats, horrible menstrual cramp and increasing clotting because of essure. I had to have a hysterectomy on (B)(6) 2015 to remove essure at the age of (B)(6).